Event description:
Customer reported that the display of the insulin pump was blank. Customer did not recall any significant events leading up to the blank screen and said that there was no physical damage present. Blood glucose level was 168 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.